Manufacturer narrative:
Correction: outcomes attributed to adverse events was incorrectly reported as required intervention to prevent permanent impairment/damage (devices) should have been reported as death.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.